Event description:
Baxter sweden reports leak due to broken clamp of transfer set. Affiliate reports set was changed, and that pt was given 1g vancomycin i.p. As a precaution, with no resulting injury.